Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm tmicl12.6, -10.50/1.5/078 (sphere/cylinder/axis), implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. Blurred vision was observed and lens was repositioned on (B)(6) 2020, this did not resolve the problem. The lens was removed and exchanged on (B)(6) 2020 with a same size, spherical lens. This resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.